Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a skin infection at the sensor insertion site. She stated that the issue occurred a year prior to the call and that she had stopped using the sensors since then. The customer did not know the blood glucose reading. She stated that she would call back when she is ready to provide further information regarding her supplies and the event. She did not recall her blood glucose at the time of the event.